Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that he threw out one of his reservoirs but could not remember why he did so. He was advised to keep unusable products in the future to return. The customer's blood glucose was unknown. The reservoir is not returning for analysis.